Event description:
User has had an itchy rash on inner thighs and under their arms for over a year. They work with the disinfectant solution. They sought medical attention and was treated with hydrocortisone cream. The only time the rash has gone away was when they were on a three week vacation. The problem resolved when no longer working with the solution.